Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level and was treated with insulin by pump event on (B)(6) 2026. The length of time infusion set has been in use for one day. The site of insertion was on abdomen.